Event description:
Customer reported a cartridge change error with the pump, which was occurring along with an altitude alarm. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to inspect and clean various pump components, verify correct cartridge placement, and perform a pump reset. After these actions, the customer was able to successfully load the cartridge and resume insulin delivery. Technical support advised the customer to monitor the situation and call back if the issue persisted.